Event description:
Event description guidant received information that upon implant of this endotak reliance defibrillation lead the vein was perforated. Guidant later received information that this lead was explanted due to pacing inhibition associated with oversensing. A new guidant defibrillation lead was successfully implanted. The explanted lead will be returned to guidant for analysis.